Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Alleged the foot hi/low function is slowly drifting down.